Event description:
An obese pt underwent a catheterization procedure in 2008. The procedure was performed through a 6 french procedural sheath placed in the common femoral artery. At the end of the catheterization procedure, a mynx vascular closure device was used successfully by a trained mynx operator to achieve immediate femoral artery hemostasis. Two weeks post discharge, the pt developed pain, swelling and redness at the access site. A superficial incision that did not involve the artery was made. Material, thought to be sealant, was removed and clear fluid was drained. Material and fluid were sent for cultures and were negative for infectious bacteria. Per the vascular surgeon, the artery remained unaffected and looked pristine. The pt was discharged from the hospital and no further incident reported.

Manufacturer narrative:
The device was not returned for eval and the device's lot number was not provided to perform lot history review. Based on the info provided and the investigation performed, the root cause of the reported local reaction is unk. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU.